Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's scs system's patient controller (pc) was displaying ¿replace generator soon¿ message. It was suspected the message was the false elective replacement indicator (eri) message. The patient's pc application would be updated to the latest version to verify the eri message validity.